Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states over six months ago exact time unknown by patient she had an accident. Patient clarified the accident was the fall of some type. Patient states before her accident the stimulator was covering all her painful areas and that the stimulator was helping very much with her pain. Patient has one lead cervical and one lead thoracic. Connection check shows red x¿s at electrodes 0,8,5,13. Impedance check shows do not use over electrodes0,8 ,5,13. All other electrodes have impedance: >40,000. During reprogramming session noted warning appeared that electrodes 7,4,6 showed possible open short. Patient states current programming not fully covering painful areas since her fall but that the stimulation is helping with her pain. Patient states unable to adjust programming in program c. Reprogrammed program c. Patient now able to address programming. Patient expressed concern that she would feel the stimulation strongly when she moved in certain positions. Explained and educated patient that it is normal to feel fluctuations in stimulation intensity with position movement. Issue was resolved.